Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 28aug2024.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material exiting from the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. There was no physical damage to the foreign material detection points. A definitive root cause cannot be identified. The instructions for use (IFU) gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them and gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.